Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated the insulin pump would scroll through all the numbers. It was also found the insulin pump had a battery out limit alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. Battery out limit alarms was not verified due to keypad anomaly. No display ramping on its own anomaly noted during testing. Correct time and date weren't set due to keypad anomaly. The following cosmetic damage was noted: cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on the lcd window, and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.